Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold. The physician suspected micro dislodgement. A lead revision was performed, and the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Additional information to the initial MDR in blocks b5 describe event or problem, h6 device codes and h6 impact codes.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold. The physician suspected micro dislodgement. A lead revision was performed, and the lead was explanted. No additional adverse patient effects were reported. Additional information indicated that the dislodgement allegation was not confirmed on x-ray. The lead position looked good and it was suspected because of the rise of threshold two to three days after implant.